Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.7, g.1, h.6.

Event description:
Health professional reported left side deflation and "incompetent valve". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device remains implanted..

Manufacturer narrative:
The reason for reoperation was deflation.

Event description:
Device was explanted.